Manufacturer narrative:
The biomedical engineer (bme) reported that the ECG randomly stopped displaying ECG on the telemetry transmitter (tele). There were no error messages on the tele. The nurse obtained another telemetry unit and used the same leads and trunk cable, which functioned properly. The biomed tested the device using different leads and cables; however, the issue persisted. He concluded that the problem is isolated to the device. No patient harm was reported. Investigation conclusion: the biomedical engineer (bme) reported that the ECG randomly stopped displaying ECG on the telemetry transmitter (tele). An exchange unit was sent to the customer, and the complaint device was returned to nihon kohden for evaluation. The evaluation noted evidence of fluid exposure in the input sockets and corroded battery contacts, but the reported ECG issue could not be duplicated. As such, a definitive root cause for the customer's complaint cannot be established. It's possible that the presence of fluids in the ECG input socket adversely impacted device performance at the time of complaint reporting, but the device had sufficiently dried by the time it was evaluated at nihon kohden. Additional device information: the following field(s) contains no information (ni), as attempts to obtain information were made, but not provided. D10 concomitant medical device. Attempt #1 01/21/2025 emailed customer via microsoft outlook for all items under the no information section. No reply was received. Attempt #2 01/26/2025 emailed customer via microsoft outlook for all items under the no information section. The customer responded back with complaint details, but they did not provide the additional device information as requested. Central nurse's station model: ni. Sn: ni. Additional information: b4 date of this report. D9 device available for evaluation. G3 date received by manufacturer. G6 type of report. H2 if follow-up, what type? H3 device evaluated by manufacturer. H6 event problem and evaluation codes. H11 additional manufacturer narrative.

Event description:
The biomedical engineer (bme) reported that the ECG randomly stopped displaying ECG on the telemetry transmitter (tele). There were no error messages on the tele. The nurse obtained another telemetry unit and used the same leads and trunk cable, which functioned properly. The biomed tested the device using different leads and cables; however, the issue persisted. He concluded that the problem is isolated to the device. No patient harm was reported.

Manufacturer narrative:
The biomedical engineer (bme) reported that the ECG randomly stopped displaying ECG on the telemetry transmitter (tele). There were no error messages on the tele. The nurse obtained another telemetry unit and used the same leads and trunk cable, which functioned properly. The biomed tested the device using different leads and cables; however, the issue persisted. He concluded that the problem is isolated to the device. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Additional device information: the following field(s) contains no information (ni), as attempts to obtain information were made, but not provided. D10 concomitant medical device. Central nurse's station: model: ni. Sn: ni.

Event description:
The biomedical engineer (bme) reported that the ECG randomly stopped displaying ECG on the telemetry transmitter (tele). There were no error messages on the tele. The nurse obtained another telemetry unit and used the same leads and trunk cable, which functioned properly. The biomed tested the device using different leads and cables; however, the issue persisted. He concluded that the problem is isolated to the device. No patient harm was reported.